Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior, wear abrasion and white particles outer device. Leak test and microscopic analysis was performed which identified: smooth opening on posterior and crease fold. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth opening on posterior assessed as smooth opening. Additional, changed, and/or corrected data:h3, h6.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b6, d1, d4, d9, h3, h4, h6.